Manufacturer narrative:
All buttons functioned properly, and no damage was noted on the keypad assembly. No button error alarms noted. The pump was received with cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer also reported the buttons were unresponsive on the insulin pump. Customer's blood glucose was 6.5 mmol/l. Customer stated they changed the battery, but the anomaly persisted. The customer stated they did not press the buttons for three minutes or longer. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.